Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose 32 mg/dl. The other relevant blood glucose level was 200 mg/dl, 220mg/dl, 164 mg/dl. The customer declined troubleshooting low blood glucose as well as high blood glucose. The customer treated with food for low blood glucose. The customer treated with bolus for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened and used.